Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. The leads were returned incomplete. As such, no functional testing could be performed on the devices. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system for left hip and right knee to foot pain including two percutaneous leads on (B)(6) 2010. It was reported that the pt is not receiving adequate therapy relief. In an effort to resolve this matter, surgical intervention was undertaken to replace the pt's percutaneous leads with a surgical lead. Follow-up on this issue found that the pt is receiving effective stimulation coverage with the new lead. No further issues were reported.